Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the relationship of the event to the implant procedure was unlikely related. No further complications was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the relationship of the event to the implant procedure was not related. No further complications was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a catheter revision occurred on (B)(6) 2020 where the catheter was explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1221.1677 mcg/day and bupivacaine 20 mg for a total dose of 12.21168 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported increased pain and pain was a 10/10. A catheter dye study was performed on (B)(6) 2020 and failed. The continuous rate was decreased by 50%. A catheter revision was scheduled for (B)(6) 2020. The outcome of the event was noted as ongoing. The clinical diagnosis was inadequate pain coverage and the device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2020. No further complications were reported.